Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate readings and was using a tandem tslimx2 pump. Then the patient was starting to get alerts with blood sugar 355 mgdl dexcom sensor and forgot to check a reading with a bg meter and was not able to check the tandem tslimx2 pump if was functioning properly. She felt the cgm was inaccurate. She was dehydrated, throwing up, sweating and shaking. She called the ambulance right away and the paramedics came and she already passed out and paramedics gave her fluids but doesn't remember what kind fluid and medication. On (B)(6) 2025, the patient was transferred to ICU due to dka and she was provided antibiotics for intestinal stuff and potassium through IV and that's all the she remembered. She was released from hospital (B)(6) 2025 and currently stable now. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.